Event description:
It was reported that bd blunt fill needle with filter had foreign matter on the tip of the cannula. This was discovered before use. The following information was provided by the initial reporter: we would like to inform you of a complaint from a korean costumer concerning the above stated eylea filter needle. It was reported that after removing the cap of the filter needle two tiny yellow green particles on the tip of the cannula could be seen. You will be receiving the sample within the next few days.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-07-07. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: update 7/07/2020_report rev.b. One sample was received for investigation. It came in a ziploc plastic bag; it has a plastic shield. It was inspected under the microscope- 30x- the particle has adhered to the needle tip. Based on the appearance, this is silicone applied to the outer needle wall to make the injection smoother. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 7200624 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: based on the investigation and sample analysis the symptom reported by the customer is confirmed. The particle is silicone which is applied to all the needles and is part of the normal process. Rationale: CAPA not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd blunt fill needle with filter had foreign matter on the tip of the cannula. This was discovered before use. The following information was provided by the initial reporter: we would like to inform you of a complaint from a korean costumer concerning the above stated eylea filter needle. It was reported that after removing the cap of the filter needle two tiny yellow green particles on the tip of the cannula could be seen. You will be receiving the sample within the next few days.